Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a flow error. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 16apr2019. Manufacture date: 18mar2019. The manufacturer¿s international service technician could not duplicate the reported issue. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.